Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recs2035 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the valved hub broke off of the extension leg on a PICC. 9/05/2019- additional information from facility stated, "patient was being moved in bed very little tension on IV tubing and the cap disconnected."

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, and labeling. Based on a review of this information, the following was concluded: the complaint of a separation of the hub from the extension leg tubing was confirmed and the damage appeared to be associated with use of the device. One red solo connector from a powerpicc was returned for investigation. A non-vad injection cap was attached to the connector. A 3.3cm segment of extension leg tubing was received separate from the connector. The remainder of the extension leg and powerpicc were not returned for investigation. The extension leg segment exhibits narrowing of the tubing distal to the segment that was attached to the hub. The outside diameter of the narrowed section of tubing was below the specification limit of the extension leg tubing. The extension leg completely separated from the solo connector. Due to the characteristics of the returned sample and plastic deformation of the extension set tubing, it appeared that the damage was a result of significant tensile stress during use. It was reported that the patient was being moved in bed when the hub detached from the extension leg. A lot history review (lhr) of recs2035 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the valved hub broke off of the extension leg on a PICC. On 9/05/2019 - additional information from facility stated, "patient was being moved in bed very little tension on IV tubing and the cap disconnected."